Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to an infection. The surgeon took everything out of the patient. The patient had a previous revision where the insert came out. Only djo cement was used for this current surgery.